Event description:
A family member reported that the ok button was not responding appropriately. The family member reported that the ok button had to be pressed at a specific angle in order to engage. The patient reportedly wore the pump in a "spy belt" around her waist and did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the keypad. The keypad was found to be responding appropriately to button presses. The keypad was removed and adhesive was found under the button contacts. Unrelated to the complaint, the display screen was found to be dim; this has no effect on insulin delivery function.